Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 480 units of insulin on 3/06/2017, and the fill estimate displayed 3 units of insulin the following day. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge and received an accurate fill estimate.